Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported of occlusion from the reservoir. The customer's blood glucose reading was 6.3 mmol/l. The customer stated that he manually inserted the infusion set and received no delivery alarm. The customer reported the event to be resolved by complete set change. The customer declined to troubleshoot. The reservoir will not be returned for analysis.